Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator generated a high minute volume alarm. The pressure trigger was modified from 1.5 to 2.5 and the alarm did not occur for a while but went off again. Although, ventilation did not stop the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.